Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a plastic fragment was found at the location of the first seal attempt of the vessel sealer extend (vse) instrument. The intuitive surgical, inc. (Isi) clinical sales associate (csa) was present for the event and initially reported the event to isi customer service. The isi csa indicated that the operating room (or) staff removed the vessel sealer extend instrument from its packaging and removed its cover before inserting the instrument with the jaws closed. The vse instrument¿s jaws were not opened and inspected prior to inserting the device into the patient. The surgeon then used the vse instrument to begin the sealing process. After approximately 15 seconds of sealing with no ¿seal completed¿ beeps, the isi csa asked the surgeon to open the jaws and check for tissue effect. Upon opening the jaws what appeared to be a piece of plastic fell from the sealed location and split into two fragments. There was no tissue effect observed. The isi csa indicated that the plastic appeared to be the approximate size of the vse instrument¿s inner jaws/electrodes. The or staff removed the fragments and then installed another vse instrument and continued with the seal before cutting with the expected tissue effect. A cut was never performed with inadequate tissue effect (e.g., there were no insufficient seals). The isi csa instructed the staff to keep the instrument and plastic fragments. The isi csa indicated that he would contact the site and ask them to place the plastic fragments in a bag and return them with the vse instrument. The isi csa also indicated that he would ask the site to take a photo of the fragments with a form of measurement in frame for image analysis of the fragments' size if they are unable to return the fragments. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to confirm the customer reported complaint. The vessel sealer extend instrument was analyzed and the failure analysis investigations did not confirm the customer reported complaint that "the tip had 2 fragments that initially fell into the patient, and both fragments were quickly removed from the patient without issue". No failures were observed during log review of remote fe and dsp logs. Visual inspection was performed, and no damage was observed at the grip tips. No missing components were observed. No plastic cover fragments were returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Based on failure analysis findings, the vessel sealer extend (vse) instrument performed as intended with no issues observed. A review of the site's system logs for the reported procedure date was conducted by the regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An image review of the provided image was performed by an isi sr. Manager of manufacturing and manufacturing engineer and the following was noted: the material does not appear to be part of any components used in the construction of the vse. Without doing a more empirical inspection, it is difficult to conclude it came from the instrument or from the manufacturing of it. No plastic pieces are used in the manufacturing process that could create the shape shown in the provided image. This complaint is considered a reportable event due to the following conclusion: it was alleged that a fragment was found within the patient when attempting to seal with a vessel sealer extend instrument during a da vinci assisted procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.